Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial#: unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was using an implantable pump. It was reported that the patient has pain at the pump pocket site so the plan is today (B)(6) 2021 to remove the pump and tie off/ligate the catheter. Caller had no other details (did not know the patient name). The agent reviews if they cut the catheter to consider cutting right at the connector to not affect length and to take into account when they plan to resume therapy. The patient is getting good therapy and would like to use the therapy again so they will likely trim the tied off section of the catheter and then use a pump segment to revise at a future date. No other details known.

Event description:
Additional information was received from a healthcare provider and company representative regarding a patient who was receiving baclofen. It was reported that the patient experienced discomfort at the pump site. Environmental/external/patient factors that may have led or contributed to the issue was noted as being not applicable. The patient¿s pump was explanted on (B)(6) 2021. The catheter was ligated and remained in the patient¿s body. The healthcare provider had discarded the explanted devices. The issue was resolved. The patient was without injury regarding their status as of (B)(6) 2021. The patient¿s weight and medical history were unknown or would not be made available.

Manufacturer narrative:
Continuation of d10: product ID: 8780, serial# unknown, product type: catheter. G9- the initial MDR was filed as MFR report # 3007566237. Additional review indicated the correct manufacturing site is 3004209178. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.